Event description:
It was reported that the stenoscope 8800 system had a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site nvestigation. The batteries were replaced during the service call. The system was tested and found to be working as intended, and put back into service.